Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient started experiencing pain in the region of his implantable neurostimulator site and requested removal with placement of an implantable neurostimulator at an alternate location. The patient had pain for approximately 8 weeks prior to the surgery in the region of his implantable neurostimulator site which has been refractory to conservative care measures including oral analgesic pain medication, steroids, and anti-inflammatories under a physician¿s supervision. The patient was focally tender in the region, and there was a fairly thin soft tissue envelope overlying the implantable neurostimulator. The patient elected to proceed with a definitive surgical intervention after the persistent pain and failure of conservative care measures. The implantable neurostimulator pocket was revised on (B)(6) 2016 and the existing leads were used. It was reported that the battery was repositioned only and not replaced on (B)(6) 2016. The patient tolerated the surgery well and without complication. There were no further complications reported. The patient's medical history includes painful orthopedic hardware, lumbar postlaminectomy syndrome, and chronic pain syndrome secondary to lumbar radiculopathy.